Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. (B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a physician was seeing posterior capsule opacification despite the lens being aged. Through follow up it was learned that a z9002 20.0 diopter intraocular lens (iol) was implanted into the patient's left eye and yttrium-aluminum-garnet laser (yag) was performed on (B)(6) 2016. Physician stated that they had not seen the patient since the yag was performed. The patient's visual acuity is currently 20/30-2 uncorrected (sc) on the left eye. The patient's vision is blurry but not hindering his daily activities. Additionally, the physician noted that there seems to be a precipitate on the back surface of the lens. No further information was provided.